Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the graft measured approximately 43.6 cm in length. Both ends of the returned segment had been cut. There were no suture holes identified along the length of the returned segment. The beading was partially pealed along both ends of the returned segment of graft. Partial circumferential tears were noted along the beading track on the graft. Functional/performance evaluation: due to the condition of the returned sample, a functional/performance evaluation could not be conducted. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed, as a partial circumferential tear was identified on the returned graft along the beading track. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during removal of the beading from the vascular graft, the graft allegedly tore. It was further reported that another vascular graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during removal of the beading from the vascular graft, the graft allegedly tore. It was further reported that another vascular graft was used to complete the procedure. There was no reported patient injury.